Manufacturer narrative:
Other applicable components are: product ID 3889-33, lot# va0g6wa, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported that since about a month prior to date notified they have lost a bunch of weight and that the implant hurts/burns when they sit down. It was stated that the wire area also has a big bump since 3 months prior to date notified, and that if they rub their hand on implant area they can feel the device. The patient's therapy has helped their symptoms but they still have accidents, with the accidents not being as bad as they were before implant. Additional information received from the healthcare provider (hcp) on (B)(6) reiterated that the patient lost a large amount of weight and now reports that the implant and lead are bothersome in certain positions. In relation to the urge incontinence, the hcp gave a plan for the patient to turn off the implant to see if they still need to use it and decide if it should be removed or to place the implant and lead in a different location. Follow up with the hcp will occur seeks weeks past date of additional information. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.